Manufacturer narrative:
Philips received a complaint regarding the heartstart mrx, indicating that the unit required a battery calibration. There was reportedly no patient involvement. The biomed team conducted an on-site evaluation of the device and verified that the battery was low, which triggered the battery calibration alert due to being overdue. Based on the available information and conducted testing, the reported problem was confirmed to be a battery calibration issue. The battery underwent a 24-hour reconditioning process. After confirming that the device was operating within specifications and no failures were identified, the investigation concluded that no further action is required at this time. H3 other text : biomed conducted an onsite evaluation of the device.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that this unit needs a battery calibration. There was no reported patient involvement.